Event description:
It was reported that a 69 year old female patient, initial left knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2025, approximately 6 years 9 months post the initial procedure. The patient had pain and a swelling knee. They were feeling systematically unwell. The surgeon replaced the liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for return. It was disposed of by the hospital. No device images were provided.

Manufacturer narrative:
D10: concomitants: (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 244-02-02 - optetrak asy hi-flex ps cem fem, sz 2, left. (B)(6), 260-04-22 - rbk cem fin tib tray sz 2f/2t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h3 - the joint swelling and pain reported cannot be confirmed and contributions from patient, user, or device related considerations to the event could not be assessed because the device was not returned for evaluation, and relevant patient information, clinical information, and/or radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.